Event description:
Reported two prongs on the head of the screwdriver broke. It was confirmed that the two prongs were not left behind in the pt. All parts were discarded and therefore not available for return and evaluation.